Event description:
It was reported that during implant attempt, the lead was deep seated into a tortuous vessel and dislodged from the coronary vein twice. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned, analysis was performed and no anomalies were found.